Manufacturer narrative:
No injury was associated with the reported incident. The physician placed gel foam behind the lobo-7 device to assist in occlusion and complete the procedure, without further incident. The device was not returned for evaluation; a device history record review revealed that there were no deviations in the manufacturing process that could have contributed to the reported issue and that the device was released within specifications and acceptable parameters.

Event description:
It was reported that a physician was treating a non-active splenic bleed with a lobo-7 vascular occlusion system device. It was reported that the target vessel was measured to be around 5-6 mm in diameter. Upon detachment of the lobo-7 device, it was reported that the device migrated approximately 20-30 mm. The physician performed several angiograms after the device was deployed and it was reported that there appeared to still be some flow going through the lobo-7 device.